Event description:
It was reported that this patient presented to surgeon experiencing pain & mobility issues in their shoulder. Patient denied experiencing a fall. Subsequent radiographic imaging identified articular dislocation. Unable to obtain images or x-rays. Product not returning: hospital retains explanted products. Reported event is not related to breakage of device and did not lead to surgical delay/prolongation. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10: concomitants: (B)(6) 300-01-13 - equinoxe, humeral stem primary, press fit 13mm a645296 315-35-00 - glnd kwire. (B)(6) 320-06-38 - glenosphere 38mm. (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0 a958078 320-15-01 - eq rev glenoid plate. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) 320-20-30 - eq rev. Compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d4, g4, h4, h6. MDR section codes updated/corrected: b, c, d, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.